Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice device, a system error 2240 alarm (air in line) was identified in the log which indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2012 at 04:06:14. No additional information is available.